Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that she did not get low battery alarm. No harm requiring medical intervention was reported. Customer was not calling back within 1 week after previously completing low battery. Customer hears a random beeping tone at different times throughout the day. Customer stated that she was not alerted of the insulin flow block issue and she had to change more frequently in the past 3 months. The insulin pump will not be returned for analysis.